Event description:
The customer stated that she tested her glucose using a breeze meter and an accuchek meter. The accuchek meter read 234 mg/dl. While the breeze read 106 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.